Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which was identified a hole in the left cylinder. The left cylinder and the pump were replaced. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which was identified a hole in the left cylinder. The left cylinder and the pump were replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1100190596. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually inspected and leak tested. Visual inspection revealed broken fabric threads caused by wear, as well as a hole in the outer tube due to fatigue at the proximal end of the cylinder. The leak test confirmed fluid leakage through the broken fabric threads and the fatigued outer tube in the proximal area. The pump was visually inspected, leaked and functionally tested. Visual inspection showed that the ms pump tubing had been cut down to the pump block; the tubing itself was not returned for analysis. The ms pump passed the leak test. However, during functional testing, the ms pump did not pass activation tests 2 and 3. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of hole/perforate, fluid leak and mechanical issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the fluid leak due to fabric wear and outer tube fatigue identified in the cylinder could have caused or contributed to the reported clinical observation of hole/perforate and mechanical issue. Additionally, the pump not passing the functional test, could affect product performance. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.